Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012. A further pad-pak was then installed and the device performed as expected up to the (B)(6) 2015. Multiple manual power ups of mainly of ten minutes duration were recorded between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.